Event description:
Customer states, that during exposure, they heard a pop and image went black, they rebooted and completed case.

Manufacturer narrative:
The service rep cleaned and lubricated candles in xray tube. Tested system, system is operating as intended.